Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had two untreated episodes and one inappropriate shock due to oversensed noise in primary. The noise was not reproducible with isometrics. Subsequently, the vector was changed from primary to secondary, and smart charge was set to the maximum time. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.